Event description:
Gore's histology services received explanted gore excluder aaa endoprostheses in 2008. The pt was originally implanted with gore excluder aaa endoprostheses in 2004. The devices were explanted in 2008. Further investigation is being conducted.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.